Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced difficulty piercing through the stopper during use. The following information was provided by the initial reporter: when using the tube in the machine, the needle pierces the stopper, crumbles the rubber and clogs the needle of the instrument.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303750, medical device expiration date: 2020-05-31, device manufacture date: 2018-10-30. Medical device lot #: 8276853, medical device expiration date: 2020-04-30, device manufacture date: 2018-10-03. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced difficulty piercing through the stopper during use. The following information was provided by the initial reporter: when using the tube in the machine, the needle pierces the stopper, crumbles the rubber and clogs the needle of the instrument.